Manufacturer narrative:
On (B)(6) 2021 mentor became aware that patient initial was not reported in follow up 1. Manufacturer¿s reference number: (B)(4), patient initial: (B)(6).

Manufacturer narrative:
On february 11, 2021 additional information received indicated that patients age at the time of event was 33 years old, patient ethnicity is caucasian, product code is saline, left side sn#: 6963400-011, cat#: 3501650, and right side sn#: (B)(6), cat#: 3501650. Date of implantation was on august 17, 2016, patient became sick (flu like symptoms) since march of 2018 until present, planning to have revision replacements. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5097887 that a female patient who underwent an unspecified breast surgery with two unknown mentor silicone implants has experienced unknown systemic symptoms postoperatively. The patient stated that she thinks she has breast implant illnesses, and that she has been hospitalized twice in couple of months. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. Should additional information become available, this case will be re-assessed, and notes will be updated.

Manufacturer narrative:
Per information received via mw5097887 on (B)(6) 2021, date of implantation updated to (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 19, 2021 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).